Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument grip cable was derailed. One grip close cable was derailed at the distal idler pulley. The grips can still open and close but movement may not have been precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contributed to derailment. Additional observations not reported was a frayed instrument grip cable. The same grip cable is frayed at the distal idler pulley where the derailment occured. The frayed strands stuck out at the instrument's wrist. Other cables at wrist were not damaged. There were also indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing a wire slipped off track on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.